Manufacturer narrative:
Device evaluation: the device in question has been returned to the manufacturer on 2025-10-17 and the investigation was conducted on 2025-12-03: during the manufacturer's technical inspection, the error description provided by the customer, "unfocusing camera head", could be confirmed.the cause of the issue is determined by an image centering out of tolerance. This could happen due to possible dropping of camera head. Due to this drop, the image sensors are displaced, and the image appears distorted. Further, the image appeared foggy due to moisture inside the camera head. This could happen due to mishandling of the camera head.the above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records.the labelling was found to contain adequate instructions and warnings.the complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when the th121 camera head was being used in cardio-thoracic theatres, there has been reports of constant unfocussing which caused the surgeon to faint".